Manufacturer narrative:
The full lead in segments was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the right ventricular (rv) lead exhibited noise and an apparent fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg bi-v ICD, (B)(6) 2012; 5092-58 lead, (B)(6) 2002; 4470 competitor lead, (B)(6) 2007; 419488 lead, (B)(6) 2007; mcs-p3-26-aoa-us transcatheter valve; (B)(6) 2015. (B)(4).